Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip, with side-to-side/vertical misalignment of the grips causing that grips will not hold clips. Components adjacent to this bent grip do not show damage. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier caught on the clip resulting in the clip not completely closing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted. The procedure was completed robotically. The issue occurred while the surgeon was attempting to apply the clip. The issue was related to the incomplete closure of the clip. Green medium-large clips were used. The surgeon used the same clips with the backup clip applier as well. The issue was the appropriate size for the clip applier. The issue occurred at the first attempt to apply the clip. The issue was resolved with a second clip applier.